Event description:
During a follow up, following the initial implant procedure, it was noted the device was unable to sense r waves. Technical support was contacted and suspected a loss of tissue contact. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.